Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was identified that the cause of the event was due to a defect on the image guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the bronchofibervideoscope exhibited poor image quality. There was no patient involvement.